Event description:
It was reported a patient experienced a breach in aseptic technique, and acquired peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized two days after the event. The patient was treated with ciprofloxacin for peritonitis. Outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.